Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the pt was bleeding from mesentery tissue after activation of the device. There was no report of a regrasp alarm and it is unk if an end tone was heard. This device was used to seal the areas that were bleeding. There was no injury to the pt. No further info is available.